Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated, and a red error message was displayed. This device data was analyzed by engineering, and several long charge and charge time errors were encountered, caused by steadily increasing charge times. It was indicated that the patient is unprotected, and the device should be replaced as soon as possible. Subsequently, this s-ICD was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.